Event description:
Internal reference: (B)(4).

Manufacturer narrative:
The investigation has been performed by the laboratory on(B)(6)2019. During visual inspection it was confirmed that the blood outlet connector detached. Thus the failure could be confirmed. Root cause: manufacturing error, insufficient adhesion on the connection between cover and inlet connector. The shelf life expired on (B)(6)2016 thus they should not have used the device anymore according to the instructions for use quadrox-ID pediatric/ 2.5 / g-140 / 05 5 warnings and precautions --> 5.1 basic safety instructions --> ¿ observe the use-by date on the packaging.

Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They reported that after approximately two weeks of use (700 cc/min ECMO procedure) the oxygenator inlet connector disconnected. The perfusionist immediately clamped all the lines and replaced the oxygenator. No harm to the patient was reported. (B)(4).